Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted at a3p3. A second clip delivery system (cds) was advanced to be placed lateral to the first clip. The leaflets were grasped however the gradient increased to 9-11mmhg. The clip was repositioned several times when it was noted the mr increased. The clip was not implanted as the physician felt the leaflets were damaged during grasping. The procedure concluded with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury cannot be determined. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.